Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported symptom which was not reproduced. The alarms were confirmed during a review of the event history log. Evaluation determined the cause was a failed upstream sensor with low ultrasonic readings. The failed upstream sensor was replaced. Additional information: low readings.

Event description:
It was reported that a spectrum pump constantly displayed the air in line message in biomedical service. It was also reported there was no patient injury.